Event description:
It was reported that the pt experienced swelling, and fluid around the pump pocket site. This area was black and blue. The pt also experienced nausea and dizziness. The pt reported that he was seen by the physician and the physician stated that "there was nothing wrong". The report indicated that the health care professional (hcp) has had difficulty refilling the pump and locating the fill port. This has occurred several times since implant. The pt also reported that the "asked the hcp to shut the pump off but he wouldn't". The pt stated that he was "going to let the medication run out and then look to have pump explanted". The pt feels that his "pump is defective". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Missing propellant has not been confirmed in this device.